Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision - right hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision - right hip. Reason for revision - pain and alval. Update received: 25th march 2014 - added hospital: (B)(6), added further reason for revision: soft tissue reaction and added product type: asr xl.